Event description:
It was reported that the customer experienced a low blood glucose event and required medical intervention by emergency medical services. The customer stated that the blood glucose reading was 27 or 37 mg/dl when his wife made the emergency call. He stated that he had administered a bolus before his meal and then went unconscious. He was treated with sugar and water. The blood glucose reading rose to 300 mg/dl after treatment. The customer requested clarification of the safety notice regarding the scroll wrap; explained that there had been some instances where over delivery of insulin was observed by manual boluses delivering the maximum bolus amount. He noted that he also had chronic obstructive pulmonary disease, and some amputations for his condition already. He declined troubleshooting for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.